Event description:
The plastic part of the leg calf has broke and when this happened his wife's heal hit the floor. Reportedly the incident resulted in pain in her knee.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9sl , serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter, it was learned of the following: he said there was no damage to her leg just pain and did not affect the recent surgery and problem she was having with her knee. Consumer states the chair was a rental and they already returned the chair and the legrests. It was also reported that the end user sought a verbal consult with her surgeon to see if she has damaged her knee. The symptoms were swelling and pain in her knee. Her husband is applying ice packs. This incident will be filed as a serious injury since the end user sought medical evaluation due to the incident. It appears no further treatment or intervention was provided. The user has not reported what type or reason for the recent surgical procedure she had undergone prior to this incident.